Manufacturer narrative:
The reported event of air-in-line alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can¿t be performed using the site visit alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported repeated issues for a few months with air in line alarms with no visible air seen. The customer requesting onsite clinical support to assist with air in line education. The events are occurring in l&d and "other" unspecified care areas. The customer stated that the configuration for l&d are set at 250mmhg.